Manufacturer narrative:
This report is submitted on april 9, 2020.

Event description:
Per the clinic, the patient experienced a cholesteatoma. The device was explanted on (B)(6) 2020. It is unknown if there are plans to re-implant the patient with another device.

Manufacturer narrative:
The device analysis report is attached. This report is submitted on may 5, 2020.